Event description:
It was reported that the pump display had a pixel issue that affected the customer's ability to interact with and read the screen. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.